Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Mw5066710 reports in (B)(6) 2009 the patient had a metal on metal hip implanted. Very soon afterwards, he began experiencing increased pain, headaches, a rash, lumps, pseudo tumor, a cataract, ringing in the ear and heart issues. His hips also began to snap and pop. Upon visiting the lab, it was discovered that he has elevated chromium and cobalt levels due to the titanium hip implants. Ions were identified in his blood stream and it was noted that he was at double the allowable threshold for device removal. During removal in 2014, the operating room team observed that the implants were rusted brown and green. The device was retained by the bio team and replaced with plastic hip components. The patient continues to experience the aforementioned symptoms.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.